Event description:
The following was reported to gore: on (B)(6) 2018, the patient presented with an uncomplicated type b aortic dissection that was treated with a conformable gore® tag® thoracic endoprosthesis. Follow-up imaging performed on (B)(6) 2018, showed a patent false lumen of the distal aorta. Additionally it was stated that a stent graft-induced new entry (sine) tear, that was developed perioperatively or during the follow-up, was visible. A reintervention to treat the sine is planned, but no date has yet been scheduled.

Manufacturer narrative:
Medwatch # 2017233-2018-00396 was sent in error. As the reported device is not commercially available in the us, it was determined that this event is not reportable to the FDA and therefore the medwatch will be retracted.